Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. A review of the device history records was not performed as the reported event was determined to be unrelated to the implanted zimmer biomet device. As it was further reported that the instability of the contralateral leg was cause of fall, the reported device did not cause or contribute to the reported event. Investigation results concluded that no problem was found with the reported device as no malfunctions or allegations against the device were reported. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size d: catalog#42532006702, lot#64693027; articular surface fixed bearing ultracongruent (uc) right 10 mm height: catalog#42522200410, lot#64273154; femur cemented cruciate retaining (cr) narrow right size 6: catalog#42502006002, lot#63925458. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2023-00343; 3007963827-2023-00344; 3007963827-2023-00345. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, two (2) years and three (3) months post-implantation, the patient underwent revision surgery due to rupture of the patella tendon following a fall. The articular surface was exchanged without complication and the patient's outcome was reported as stable. It was reported that no further information is available.